Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 458 mg/dl. The customer reported the battery died in the middle of the night and disconnected from the glucose meter. The customer did troubleshoot and reconnect the glucose meter. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.